Event description:
The customer reported that the nav-ring does not work. It was unknown how the issue was found, no patient or user harm reported. Biomed reported that the v60 has been removed from service and is awaiting the replacement of front bezels with navigation ring. It was then reported that the replacement front bezel had been received; however, biomed claimed that the part was received without any direction on how to install. It was also reported that the replacement part did not come with a nav-ring. The remote service engineer (rse) informed the biomed that the repair should be covered and repaired by a third party. The rse informed the customer that the replaced bezel should come without the nav-ring and the biomed would have to use the accept button board from the old device with the new bezel. The biomed stated that they would have the repair scheduled. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the front bezel was replaced, and the issue was resolved. The device passed all performance verification tests, and functioned properly.